Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2015 with high but unspecified blood glucose. Customer reported to have fallen on a dresser causing a bruised rib. Customer was not sure if high blood glucose caused the fall. Customer was wearing the insulin pump at the time of emergency room visit. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported of receiving a failed battery test. Customer reported of not being able to give a bolus delivery. During troubleshooting, customer was advised that due to active insulin still in the body, a bolus could not be delivered. After troubleshooting for failed battery test, customer was able to clear failed battery test. Customer was advised that battery cap would be replaced.